Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated with in-house testing of retain lot t10545rn. No issues with tni recovery were observed. Manufacturing batch records for lot t10545rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported sensitivity issues between triage tni and vista tni during their validation study. Customer stated samples used for the study were known positive samples and patients were already hospitalized for a while. Time between collection and testing samples was within 12 hours. No treatment was given based on the triage results, all samples were for validation purposes only. Vista: 0.28, triage: <0.05, vista: 0.13, triage: <0.05, vista: 0.06, triage: <0.05, vista: 0.09, triage: <0.05, vista: 0.05, triage: <0.05, vista: 0.05, triage: <0.05, vista: 0.08, triage: <0.05, vista: 0.06, triage: <0.05, vista: 0.11, triage: <0.05, vista: 0.06, triage: <0.05, vista: 0.13, triage: <0.05. No specific patient information; like diagnosis or clinical outcome, provided.